Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient experienced a failure to alert, followed by a hypoglycemic event. Earlier that day, upon leaving the house, the patient received a low glucose alert and was self-treated. Later, while driving, the patient began to feel disoriented, noticed they were driving too fast, braking abruptly, and felt weak and unable to walk. While attempting to park in the garage, the patient collided with another vehicle and subsequently lost consciousness. The patient was removed from the vehicle by others. The patient¿s wife called emergency services, and paramedics arrived on the scene. A fingerstick blood glucose reading showed a value in the high 30s mg/dl. The patient was treated with intravenous fluids, and upon regaining consciousness, consumed juice and food. A follow-up blood glucose reading was 150 mg/dl. Paramedics remained on-site for approximately 45 minutes, and no further treatment or medical evaluation was reported. At the time of reporting, the patient was stable and feeling okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.